Event description:
It was reported while advancing a non st jude medical (sjm) ablation catheter into a fast-cath introducer, the catheter became stuck in the introducer requiring that the catheter and introducer be removed together and venous access re-obtained. The introducer was too narrow at the distal end and the 7f non sjm catheter could not be advanced though it. The catheter became stuck in the tip of the introducer. The catheter and introducer were removed from the pt and another fast cath ramp introducer was used to complete the procedure with no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be submitted.